Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during precleaning, a red foreign material other than blood adhered to the olympus channel cleaning brush bw-20t that brushed the inside of the suction pipeline on the main body side from the suction valve. Even if the inside of the suction pipeline was brushed 20 times or more, foreign material could not be removed. In addition, when the channel cleaning brush bw-20t with foreign material was rubbed while immersed in enzyme detergent instrunet, the red foreign material was removed. The user also reported that they used non-olympus water-soluble lubricants but not red chemicals. The device was used for colonoscopy before the reported event occurred and the user completed the intended procedure with the device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 or oer-4, after precleaning. The user did not use this device for subsequent endoscopy and there was no report of patient injury associated with the event.

Manufacturer narrative:
The device and channel cleaning brush bw-20t were returned to olympus medical systems corp. (Omsc). The evaluation is in progress currently. In august 2021, a similar phenomenon occurred with the olympus colon videoscope cf-q260ai with serial number (B)(4) at the user facility, but the dirt was removed by brushing several times. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. Omsc confirmed the reported phenomenon. There was no abnormality in the pipeline of the device. As a result of investigating the components of the foreign material, organic silicon was detected. Since this silicon component is a gel-like liquid that is not used in endoscopes, omsc determined that foreign material had invaded the device from the outside. In addition, since this ingredient has many uses, it cannot be specified, but it may be a chemical solution. Omsc observed the inside of the pipeline, but could not confirm any channel abnormalities such as deformation or buckling that could cause foreign material to remain. Therefore, foreign material residue may have been caused by insufficient cleaning and rinsing. Since the instruction manual provides preventive measures against the reported failure mode, omsc determined that the reported phenomenon can be prevented. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.